Event description:
Additional information was received indicating that the device was reprogrammed.

Event description:
During follow-up, oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.